Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted the blades were exposed after two attempts in using the vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated. The instrument did not pass self-test during the initialization process. Review of error logs confirmed several homing failures (error 22026) during initialization, indicating the instrument would not work. During failure analysis, the instrument was found to have a dislodged blade that resulted from the homing failures. Visual inspection showed that the blade was exposed outside of the blade garage approximately 0.097". No conductor wire damage or snake wrist damage was found. After manually placing the blade in the track, the self-check still did not pass on a da vinci in-house system. An additional observation not reported by the customer was that the washer of the grip adapter assembly was seen dislodged. As a result, the grips would not open and close properly when the grip lever was actuated. Blade exposed failure is occurred due to the jaws not being able to fully close during the homing sequence. The grip tube retaining ring was not present, allowing the grip tube to slide independent of the grip drive adapter. Upon opening the grips with the release lever (or during homing), the grip adapter can open the jaws by pushing the grip tube, but upon grip spring retraction, the grip drive adapter slides over the grip tube, leaving it and the jaws open. The washer was found at the proximal end of the assembly against the knife cable guide. The lock ring was not found inside the housing of the instrument which was the cause of the blade exposed and homing failures, as the jaws do not fully close during homing.